Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) stated their implant has moved up from the pocket site and is pressing on the nerves in their back. Pt states this started sometime this year and now has gotten worse. The patient was redirected to their healthcare provider to further address the issue.